Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported touchscreen is not functioning. There was no patient involvement or user harm reported at the time the issue was discovered. The field service engineer (fse) calibrated touchscreen and did not resolve the issue. The fse ordered the touchscreen. The fse replaced the touchscreen to resolve the reported issue. The unit successfully passed performance specification testing after the repair was completed.